Manufacturer narrative:
This report will be amended when our investigation is complete. The information provided was previously submitted under manufacturing report number 1822565-2016-00970.

Event description:
It is reported that the patient was revised due to pain and stiffness.

Manufacturer narrative:
The components were reviewed for compatibility. A micro sized patella should not be used with standard sized femoral components or standard sized patellas with micro sized femoral components. The package insert states excessive wear may result. The patellar and femoral components used are incompatible; however, the revision operative notes state that the patellar component showed no evidence of any wear or loosening. It is unlikely that this incompatibility caused or contributed to the reported tibial loosening. Review of the device history records for the tibial component and bone cement identified no deviations or anomalies. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. Operative notes from the previous revision state that the patient was experiencing stiffness and range of motion issues. The joint capsule and lining were noted to be full of thick, heavy scar tissue that was stiff and calcified or had bone formation within it. The tibial component was noted to be well fixed without any evidence of loosening but was revised to allow for better range of motion. The tibia was recut and prepped for a nexgen stemmed tibial component. Trialing gave good range of motion. The cement was vacuum mixed and the tibia was held in place until the cement had completely hardened. Good stability with full range of motion, slight hyperextension, and flexion to 120 degrees were noted during trialing. No complications were noted. Operative notes from the second revision surgery state that the tibial component was obviously loose and was pressing onto the medial aspect of the patellar tendon causing erosion and a partial avulsion of the tendon in this area. Exuberant scar tissue and intra-articular adhesions that were stiffening the knee were noted. Thickened scar tissue and some heterotopic bone that was forming about the knee were removed. The femoral and patellar components were noted to show no signs of loosening and were not revised. Per the nexgen cr, ps, cra, lps, and lcck package insert, loosening or fracture/damage of the prosthetic knee components or surrounding tissues is a known risk of this procedure. A definitive root cause cannot be determined with the information required.